Event description:
Customer reported the system alarms when plugged in and will not boot, and are only able to use the system in one operating room, and the alarm would sound everywhere else. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the isd board. Tested system in different operating room suites, and system boots properly w/o alarming. System operates as intended.